Manufacturer narrative:
An unexpected return from the customer confirmed a crack in the received texium syringe. The syringe was visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Visual inspection found a crack in the syringe barrel near the male luer tip of the syringe. Closer inspection under a lab microscope did not observe any tool marks or scratch marks on the received texium syringe. No further testing was performed due to the crack in the syringe barrel and the obvious leaking that would occur. No anomalies were observed with the two received vialshields. The root cause of the syringe crack damage could not be determined.

Event description:
The texium needle-free 30ml syringe was received with two smartsite vial-shield(s), as an unexpected return, with unspecified issues and no indication of a failure mode. Although requested, there has been no further patient or event information made available to date.

Manufacturer narrative:
Additional information provided in section(s): b.5, & h.6. (Patient and device code).

Event description:
Texium needle-free 30ml syringes were received with products from a different complaint as an unexpected return, possible leakage from the barrel of the texium syringe when pushing medication into the IV bag prior to patient use. Although requested, there was no further patient or event information available from the customer.

Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The texium needle-free 30ml syringe was received with two smartsite vial-shield(s) as an unexpected return, with unspecified issues and no indication of a failure mode.